Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission exhibited a polarity switch on the atrial lead, noise reversion and low impedance were noted. No intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
New information states that the patient experienced muscle stimulation, after reprogramming the device the patient was in good condition. The patient would be monitored.